Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2016-02616. It was reported the patient experienced unintended chest and rib stimulation. Reprogramming was unsuccessful in resolving the issue. X-rays confirmed the leads had migrated. Surgical intervention is planned as the next course of action.

Event description:
Device 2 of 2 . Reference MFR. Report: 1627487-2016-02616. Follow-up identified the patient underwent surgical intervention on 09/30/2016 to reposition both leads. The issue is resolved post-operatively.